Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the had developed large ketones on (B)(6) 2020. The pod was worn for 4 to 24 hours on the leg. The patient contacted their doctor who advised them to go to the emergency room. The patient stated that their blood glucose (bg) level was 167 mg/dl when they were at home. Once at the hospital it was measured over 300 mg/dl. The patient advised that the hcp at the hospitals emergency room told the patient to take off the pump she was wearing and was administered manual injections of insulin. The patient advised that the pod they took off while at the emergency room was no longer kept in that it was discarded. Patient was released the next day on (B)(6) 2020.